Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symtpom, air in line alarm during occlusion testing, which was not reproduced but confirmed during evaluation. The upstream sensor had cracks on the flex tail. The upstream sensor was replaced. Additonal information: cracks.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message during occlusion testing. It was also reported there was no patient injury.